Event description:
Reporter stated the buttons on the infusion device are "blocked." No physiological effects were reported. The infusion device cannot be returned for evaluation due to legal and custom issues.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.